Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon tried to bend depth gauge to get different angle and broke it. A different depth gauge was used to complete surgery and nothing was retained by the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d10, g4, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. One g7 depth gauge was returned and evaluated. Upon visual inspection, the device has scuffing from use with the tip fractured. The handle portion of the fracture was returned with the tip portion missing. Sem analysis of the g7 depth gage sample showed that it fractured due to bending overload. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with 410 stainless steel. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to the overload bending of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.